Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for broken wire and this is increasingly causing pain. Event is serious and is considered mild. Event is not related to device and possibly related to procedure. Date of implant: (B)(6) 2021; date of event: (B)(6) 2022; (right knee). Treatment: a surgical removal of tension band wire, excision of nonhealing wound, 7 cm with a primary suture repair and placement of a long leg cast.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of anything indicative of a device nonconformance was found. However a competitors metal wire can be seen on the x-rays provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.